Event description:
It was reported that the air alarm was going off. Per reporter, the issue occurred while in use with a patient, 3 hours into infusion. A new pump and tubing was provided. No patient harm/adverse event reported.

Manufacturer narrative:
E1: facility name "ac medical alternatives-memphis". Neither samples nor pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.